Manufacturer narrative:
(B)(4).

Event description:
It was reported that, the liquid crystal display (lcd) on an 840 ventilator was burnt. The ventilator was not in use on a patient at the time the event occurred.